Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to contamination inside of the monitor. The contamination caused damage to multiple components inside the monitor. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. The root cause for the strained cable was excessive force.

Event description:
A us distributor contacted zoll to report that a patient may have been treated by the lifevest. The patient was reportedly in a cardiac rehab facility at the time of the event. The patient was reportedly transferred to the hospital where the lifevest was removed and CPR was initiated. The patient's last available download is from (B)(6) 2018, before the event. The patient reportedly suffered a heart attack and coded in the ER prior to going into a coma. The lifevest was removed by hospital staff and the patient reportedly passed away while not wearing the lifevest two days later. Due to the damage to the patient's monitor, there is no download data available from the patient's monitor. The treatment event cannot be confirmed at this time. Additional attempts are being made to gather information surrounding the event.

Manufacturer narrative:
Follow-up information: the monitor was sent for further analysis of the contamination inside of the monitor. Fourier-transform infrared spectroscopy (ftir ) was performed to determine what compounds existed in the residue. A scanning electron microscope and energy dispersive spectroscopy were used to assess the elemental content of the residue. Per the report, the residue is consistent with dried sweat, blood, or other bodily fluids. No additional information surrounding the patient's death and possible treatment could be obtained. The exact source of the bodily fluids found in the device could not be positively identified. Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to contamination inside of the monitor. The contamination caused damage to multiple components inside the monitor. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. The root cause for the strained cable was excessive force.

Event description:
A us distributor contacted zoll to report that a patient may have been treated by the lifevest. The patient was reportedly in a cardiac rehab facility at the time of the event. The patient was reportedly transferred to the hospital where the lifevest was removed and CPR was initiated. The patient's last available download is from april 27, 2018, before the event. The patient reportedly suffered a heart attack and coded in the ER prior to going into a coma. The lifevest was removed by hospital staff and the patient reportedly passed away while not wearing the lifevest two days later. Due to the damage to the patient's monitor, there is no download data available from the patient's monitor. The treatment event cannot be confirmed at this time. Additional attempts are being made to gather information surrounding the event.